Event description:
Usage process: usage: liver abscess puncture drainage, air leakage after puncture adverse event situation: air leakage after puncture, potential impact on victims due to subsequent leakage: impact on patient puncture drainage, risk of leakage treatment measures taken time: (B)(6) 2023 treatment measures taken: continue drainage and resist infection.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.